Event description:
As reported, the patient was implanted with ventrio st mesh, and later developed with bowel adhesions and mesh infection.

Manufacturer narrative:
Based on the information obtained, no conclusion can be made. The information provided is limited and as reported no additional information will be provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists adhesions and infection as possible complications. Regarding infection, the warning section of the IFU supplied with the device states that, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.